Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm, the cs300 intra-aortic balloon pump (iabp) failed the battery test. There was no patient involvement.

Manufacturer narrative:
In order to fix the issue, the fse who encountered the issue replaced the batteries (0146-00-0039). The unit then passed all functional and safety tests and was returned to customer and cleared for clinical use.

Event description:
N/a